Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes were having a low draw or no fill. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Date received by manufacturer: this has been corrected to 03/31/2017.